Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the exposed wiring of the power supply. There was no damage to the power cord or right-angle extension cable. A golden power supply was used to power up the unit throughout all testing. When connecting power to the unit, the i3 unit turned on the moment the power supply was plugged in and would not turn off. There were no errors or warnings during handheld touchscreen commands. Patient data backup was performed without errors using the returned 4g gsm modem. During the first and second diagnostic test, unit failed the test step dsp load due to inaccurate reading of the barometer. For the third test, unit passed all signal acquisition frequencies in the diagnostic test including accuracy/noise and distance/home. Using a multimeter, the resistance was checked across the power jack of the returned pcb board and the golden pcb board. The resistance of the returned pcb board was around 1.847 kilo ohms while the resistance of the golden pcb board was around 21.45 mega ohms. It was discovered that there was a short in the pcb board. There was no damage visually present on capacitors of the pcb board. Reported complaint of frayed cables on power supply box was confirmed. There was an additional finding with the power on the unit turning on the moment the power supply is plugged in and won¿t turn of which was also confirmed.

Event description:
The patient reported frayed cables on power supply box. The power supply box was replaced and there were no adverse consequences reported by the patient.